Event description:
Pic line inserted in the pt's home on 4/26/95. On 4/29/95 pt's arm was swollen and very tender. Pic line removed without incident, and a peripheral line was inserted. On 5/5/95 another pic line inserted. On 5/6/95, pt reported that her pic line would not flush. Home health care nurse visited the pt and attempted to remove pic line. Pic line could not be removed. Pt was seen in ER where pic line was removed. There was a knot in the line.